Event description:
Event description cpi received information that a patient with this implantable pulse generator was experiencing muscle stimulation. An invasive procedure was performed and it was noted that the leads had been sutured too taut.